Event description:
It was reported that during a scheduled filter removal, it was identified that the filter was tilted on an acute angle and had perforated the ivc on both sides. The perforation appeared to be approximately 2 cm below the right renal vein. The physician attempted to reposition the filter but did not attempt to retrieve the filter. The patient is asymptomatic. There was no injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. However, six x-ray images were received and reviewed. The images were not dated. The first three images show the g2 filter tilted approximately 30 degrees. Two of these images contained contrast and it appears that one leg and one arm may be perforating the left side of the cava. It is unknown if the right side of the cava is perforated. Cts were not returned to confirm this or to confirm the number of limb perforations. The last three images appear to show the g2 filter positioned properly within the cava. It is unknown if these images were taken after the physician maneuvered the filter or if they were placement images. Based on the images received, the complaint is confirmed for filter tilt and perforation. Definitive root cause is unknown. The current IFU (instructions for use) states: potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition. G2 filter implantation warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such asd those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. This event is being reported because this device is the same or similar to one marketed in the united states 510(k) - k062887.